Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported a ventilator in which the touchscreen was not functioning. The manufacturer's field service engineer confirmed the reported problem. There was no patient involvement. The manufacturer's field service engineer determined that the touchscreen assembly required calibration. No additional repair was necessary.